Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09154/ -09155).

Event description:
It was reported patient underwent a hip procedure on (B)(6) 2014. During the procedure, the shell inserter jammed and would not release. The shell was removed and an additional shell was inserted using another inserter which also jammed. Both inserters were 8 to 10 years old.